Event description:
Related manufacturer reference number: 2017865-2023-51667. It was reported that the patient's atrial and right ventricular leads exhibited noise over-sensing resulting in pacing inhibition. Both leads were explanted and replaced. The patient was stable.